Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l430, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an infection and their hip was swollen from the hip up to the back, was red, and was tight going upwards. The patient also had a fever from the incision cut. The patient notified their health care provider (hcp) yesterday and began an antibiotic but the antibiotic was not helping. They would be calling the manufacturer representative next and the patient may be prone to infection. The event was related to the permanent implant and they were unsure whether it was the right or left hip. Perioperative antibiotics were administered and the onset or diagnosis of the infection was on (B)(6) 2014. The patient did not have meningitis but they did have drainage and pain. The primary location of the infection was at the device pocket and a culture was obtained from a culture source of blood. The type of organism cultured had no growth. The treatment for infection was that the patient was given oral antibiotics and they had a total device system explant. The patient outcome was ongoing.